Manufacturer narrative:
Mitek is at this point in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a f/u report.

Event description:
Our rep is reporting to us that during an arthroscopic meniscal repair, both fixation devices deployed at the same time. A second needle was inserted, but failed again. Both needles were removed with a grasper. The surgeon resorted to performing a partial menisectomy for remedy. This remedy was completed successfully without further issue or harm to the pt. The rep stated the customer discarded the devices. Also see associated MDR #1221934-2011-00042.